Event description:
Positioned j&j cordis cypher stent in coronary artery. Due to guiding catheter problem stent needed to be withdrawn and not deployed. Withdrew deployment balloon, but stent did not follow and was left in coronary artery.